Event description:
The customer reported that following a radiology procedure on feb 18, 2000, a vasoseal vhd kit size 3 was deployed. Post procedure, it was noted that the artery was occluded and surgery was performed. The vasoseal collagen was found partly intravascular, and the artery was also occluded above the puncture site. The collagen was removed and an extra-anatomical vascular graft was inserted. No further complications were reported. It was noted that the user did not use the blunt end of the tissue dilator prior to deployment, as instructed in the vasoseal instructions for use supplied with the product.